Manufacturer narrative:
Block d2b: additional applicable product codes: pjs, nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure in which the implantable pulse generator (ipg) was removed. Stimulation was turned off, and the patient had to increase their parkinson's disease medication to manage symptoms, including tremor, rigidity, and bradykinesia. Postoperatively, the patient was doing well and receiving therapy. The explanted device will not be returned, as it was disposed of at the facility.